Event description:
It was reported that the arctic sun device was getting temperature erratic alarm. The baby temperature would read 33c range and then go down to teens. Mss explained that issue was either temperature cable or probe. Mss advised to tried to change the temperature cable. If it remained erratic, then change probe. If issue was with temperature cable, then send the temperature cable to biomed to facilitate ordering a new one. Per follow up via nurse on 08jun2021, changing the cable did not resolve the issue. Ended up changing to a rectal probe and temperature stabilized. Therapy completed with no further issues. No other information available.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temp-sensing catheter product ifus were found to be adequate based on past reviews.